Event description:
It was reported that the customer experienced low blood glucose level of 33 mg/dl with no suspected cause identified. Customer indicated they were "eating everything" to address the decreased bg. Reportedly, the customer went to the emergency room and was subsequently admitted to the intensive care unit due to being "incapacitated". Customer declined to provide any additional information.

Event description:
It was reported that the customer experienced low blood glucose level of 33 mg/dl with no suspected cause identified. Customer indicated they were "eating everything" to address the decreased bg. Customer declined troubleshooting with technical support, and no additional information was obtained regarding further actions or final outcome.